Event description:
It was reported that the device was in use with patient for infusion. The infusion was treatment for pulmonary arterial hypertension (drug name not provided). The reporter stated their first pump (pump 1 - serial number (B)(4)) gave an "error" alarm. The reporter stated that their second pump (pump 2- (B)(4)) gave an "occlusion" alarm. No adverse effects to patient reported.refer to related file 3012307300-2019-00977 (pump 1- serial number (B)(4)).